Manufacturer narrative:
The pump was received with a motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to perform the displacement test, operating currents, self test, off no power, unexpected restart, rewind, basic occlusion, occlusion, prime or excessive no delivery alarm tests due to a constant motor error alarm. Unable to verify the no delivery alarm and motor position encoder error alarm due to the constant motor error alarm. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 89 mg/dl at the time of incident. The customer stated that the drive support cap appeared normal. The customer stated that they were unable to rewind the insulin pump and they received a motor position encoder error alarm. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.